Event description:
Hamilton medical ag received the following incident description: during testing, ip would not complete bootup.

Manufacturer narrative:
Ventilation cannot start. Affected component was the ip esm. Ip esm was replaced.

Manufacturer narrative:
Ventilation cannot start. Affected component was the ip esm. Ip esm was replaced. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information as requested.

Event description:
Hamilton medical ag received the following incident description: during testing, ip would not complete bootup.